Manufacturer narrative:
This product is registered as a combination product.

Event description:
During a lead revision procedure, the right ventricular (rv) lead was attempted to be implanted but high pacing impedance on the lead. Moreover, the stylet was attempted to be removed from the rv lead but it was unsuccessful. A new rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of failure to remove the stylet from the right ventricular (rv) lead was confirmed, but the reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. The stylet that was used in the field was not returned with the rv lead. X-ray examination revealed that the inner coil was offset and damaged at the connector region which was consistent with procedural damage. The cause of the reported event of failure to remove the stylet from the rv lead was due to the offset and damaged inner coil at the connector region consistent with procedural damage. Additionally, electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Furthermore, a visual inspection of the lead revealed no anomalies.